Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after removing air from the cartridge during the loading process, the syringe was unable to be depressed. The customer successfully loaded another cartridge and insulin delivery was resumed. There was no reported impact to blood glucose.